Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer on last wednesday had discussion surrounding an indwelling foley catheter that was in 54 days before a catheter associated urinary tract infection (cauti). Customer suggested the product had disadvantages after 29 days and they were looking for reference and feedback. It was unknown what medical intervention was provided for urinary tract infection . Silicone catheter can be less flexible than latex coated catheters; balloon may shrink due to water loss through gas diffusion; may have difficulty removing, due to ¿cuffing¿ of the balloon. Whereas hydrogel coated silicone catheter was rigid material which may result in client discomfort.